Event description:
It was reported that the right atrial (ra) lead exhibited an atrial lead position check failure, low p waves and intermittent under sensing noted on recorded atrial tachycardia/atrial fibrillation (at/af) episodes causing false/early termination of episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6932-65 defib lead, implanted on (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.